Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the water leakeage overflowed from the fridge. A field service engineer replaced the power board to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis es refrigerator fridge was loss of power and unable to access the medication. Customer stated that there was a leak in fridge and unable to open drawers to retrieve the medication out of it. The customer added that there was delay to access the medication for patient. There were no adverse events or injuries reported based on this event.